Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the power switch had been damaged and that the touchscreen was defective. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had poor image quality and images were frozen on the screen. There was no adverse patient involvement reported. There was no patient information reported.